Manufacturer narrative:
Age at time of event: under 18 years old (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. After a guide wire was advanced, a 5.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. However, during the first inflation at 7 atmospheres, the balloon ruptured due to the severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.